Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
A customer reported that ¿some kind of grease¿ was found in a bd plastipak¿ 10ml luer-slip syringe prior to use. No report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary: ten retained samples of 10ls lot 1701022p are evaluated. On visual inspection of these ten retained samples no foreign matter can be observed in any of them or inside the blisters. DHR of lot 1701022p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures equipment of manufacturing line is regularly cleaned according to procedure. Since no samples have been received, none defect has been found in retained samples and no incidence has been detected during manufacturing process related to this defect, the complaint cannot be confirmed and the root cause cannot be determined. Investigation conclusion: defect: foreign matter in the syringes (foreign matter). Ten retained samples of 10ls lot 1701022p are evaluated. On visual inspection of these ten retained samples no foreign matter can be observed in any of them or inside the blisters. (See attached pictures). DHR of lot 1701022p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process: visual inspection: printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly : 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Since no samples have been received, none defect has been found in retained samples and no incidence has been detected during manufacturing process related to this defect, the complaint cannot be confirmed and the root cause cannot be determined. Root cause description: since no samples have been received, none defect has been found in retained samples and no incidence has been detected during manufacturing process related to this defect, the complaint cannot be confirmed and the root cause cannot be determined. Rationale: based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure ps-001.